Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging a lancing device issue. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The patient mentioned that he was unable to test due to an issue with the lancing device. He did not exhibit any symptoms; however, at an unspecified time later his visiting nurse had to treat him with insulin. The lancing device was replaced. No further clinical information was provided. It would have been helpful to know how long the patient was unsuccessful to test for, whether the patient had another way of testing, verify whether the patient was tested on the home health nurse's meter, patient's diabetes regimen and whether he continued to take his diabetes regimen when he was unable to test. The complaint is being reported since the patient alleged that due to the lancing device issue, he reportedly was unable to test and had to receive treatment by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.